Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for normal device implant. During procedure, the pulse generator exhibited loss of output. The patient went asystolic and had to be paced externally. The device was removed and replaced with no further issues. The patient tolerated the procedure well and would continue to be monitored.